Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information through a post market follow-up (pmcf) survey, for opus¿ vascular access kit, that the user reported that opus¿ vascular access kit did not perform as expected for its ability to assist in vessel access/cannulation for medical conditions requiring ecls procedures when used in adult patients in relation to guidewire and dilator. The dilator performance issue resulted in difficulty cannulating and this impacted patients. The guidewire performance issues did not result in any patient impact.